Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced pain, redness, irritation, and a bump at the insertion site. The customer self-treated with "triamcinolone acetonide ointment usp 0.1%" which the customer indicated they previously had on hand for an issue unrelated to the adc device. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.